Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this repot is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported being hospitalized with ketoacidosis while using the infusion device. Pt is currently in the hospital. Pt stated she had a viral infection and didn't feel well. Pt reported her blood glucose was elevated to 28.5 mmol/l (513 mg/dl). Pt's current blood glucose level is 13.0 mmol/l (234 mg/dl). Pt is also pregnant. No further info is available. Product was replaced and requested return of the alleged infusion device for eval.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications. The occlusion limits of the pump were tested on the diagnostic test system and meet the specifications. The problem mentioned by the customer could not be reproduced.